Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 and supported by an automated impella controller (aic) experienced a loss of optical signal. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Additional information was provided in h3. The root cause of the psnr alarm was oscillating contrast.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.